Event description:
It was reported that while pulling out the suture it got cut.

Manufacturer narrative:
The reported ultrabutton adjustable fixation device intended for use in treatment, was not returned for evaluation. From the information provided, ¿while pulling out the suture it got cut.¿ a relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device. Factors unrelated to the design of the device that could lead to this type of incident are: (1) incorrect tunnel preparation. (2) over tensioning of the suture while pulling the ultrabutton. Incorrect tunnel preparation or over tensioning the suture can result in damage to the device and device failure. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.